Event description:
According to the reporter: during the case, when attempting to load a clip for the next firing the clips spit out of the jaws. Several clips flew out of the jaws. The case was extended forty five minutes.

Manufacturer narrative:
(B)(4).